Event description:
It was reported that the patient felt the device vibrate. Alerts for high hvlic were observed. The svc vectors revealed out of range values. The physician repeated dft successfully with the svc coil programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.